Event description:
A surgeon reported that during laser assisted capsulotomy, a micro adhesion was noted at the ten o'clock location, in the right eye. Upon removal of the capsulotomy, a radial capsular tear occurred. The surgeon was still able to place the lens in the capsular bag, and no vitrectomy or further intervention was required. In the opinion of the surgeon, the device did not cause or contribute to the event. No further info is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).